Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation has been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device found that the pull ring was missing. The device underwent pressure testing and no issues were found. The reported issue was verified. The cause of the reported issue was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from the drain line of a cassette. This was found prior to use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.